Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. However, the main batteries were replaced as a precaution. A service history review has been performed and the device has not been previously sent into service for the reported condition. Baxter has conducted a trend review and there are similar reports reported to complaints. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter, but the evaluation for this event of a battery depleted alarm has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
During baxter's review of the device's event history, it was discovered that a battery depleted alarm occurred during delivery on (B)(6) 2010. An interruption during delivery occurred. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.